Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was in backup operation mode. The ICD was explanted and replaced on (B)(6) 2025. The patient's condition is unknown.

Manufacturer narrative:
The reported complaint of device in backup mode was not confirmed. The device was received in normal elective replacement indicator range of operation. Final analysis did not find any anomalies.